Event description:
It was reported that cartridge alarm 31 occurred during cartridge loading. There was no adverse impact to the customer¿s blood glucose level. Customer switched to multiple daily injections as backup insulin therapy while technical support assisted with proper loading technique, arranged a replacement pump.